Manufacturer narrative:
Technician found the hex rod sliding out and sims screw broken in the brake rod. Technician drilled out the old screw and replaced the sims screw to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the brakes were not holding.